Event description:
It was reported that the patient experienced a declining mood and it was noted that the implantable neurostimulators were off. After turning the neurostimulators on, the patient began to perspire, could not sleep, started to feel chilled, and had a loss of appetite and diarrhea. The patient was instructed to turn one neurostimulator off and turn it back on after 24 hours. Following this it was reported that the declining mood improved and all other symptoms were reported as resolved. Additional information has been requested, but was not available as of the date of this report. See manufacturer report 3004209178-2011-09698 for subsequent device issue.

Event description:
Additional information received indicated that the possible cause for the neurostimulator being turned off was electromagnetic interference. The patient also experienced an undesirable change in their stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3391s-40, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown; lead model 3391s-40, serial # (B)(4), implanted: 2009-03-17 explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: 2009-03-17 explanted: unknown; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory kit model : 3550-09, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown; accessory kit model : 3550-09, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory kit model : 3550-09, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown; accessory kit model : 3550-09, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown; ins model #7428, serial # (B)(4), implanted: (B)(6) 2011 explanted: unknown.